Event description:
The patient reports a history of infections that seemed to start near the pump. At the time of the infection, the patient was treated heavily with antibiotics and is currently doing well. The drug used in the patient's pump is not known at this time. No device troubleshooting was reported. Additional information has been requested from the hcp, but was not available at the time of this report.